Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) via phone and reported allegation was confirmed. Troubleshooting was performed, including confirming the maj-1430 video scope cable connection, instructing the customer to disconnect and reconnect the cable, and power cycling the tower to avoid hot-swapping issues. The issue was resolved and the device will not be returned to olympus for evaluation at this time. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had a scope error code e315. The issue was found during inspection for use. There were no reports of patient harm.